Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator and inadequate fixation have been ruled out as potential causes. However, the implanting clinician stated the patient has poor quality and thin skin, which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported the incision site was red and it appeared that a part of the stimulator was sticking out of the incision. The patient's doctor confirmed erosion did not occur however, there was a small scab and slight redness. The patient is currently on antibiotics and may be referred to a plastic surgeon to see if they can reinforce the skin above the stimulator. There is no explant or revision procedure scheduled at this time.